Manufacturer narrative:
(B)(4). Concomitant medical products: xl-115363 arcom xl 44-36 std hmrlbrng 398080, 115310 comp rvrs shldr glnsp std 36mm 916070, 113633 comp primary stem 13mm mini 562010, 115395 comp rvs cntrl 6.5x25mm st/rst 566380, 180554 comp lk scr 3.5hex 4.75x35 st 641870, 180550 comp lk scr 3.5hex 4.75x15 st 071820. The complaint is under investigation. Once the investigation is completed a follow up MDR will be submitted.

Event description:
It was reported by the patient's legal counsel that, the patient underwent a initial right shoulder arthroplasty and was subsequently revised due to pain and inability to move shoulder and humeral retroversion two weeks post implantation. No additional information is provided at this time.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
The following report is being submitted to relay additional information received the complaint cannot be confirmed as the medical records of the event were not provided. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.